Event description:
(B)(6) 2026 00880479 (rep, hcp): medtronic received information regarding a navigation system being used for a sacroiliac and thorac olumbar procedure. It was reported that the site experienced an alleged inaccuracy while in surgery. The site reported that after taking an automatic registration, the accuracy was off 2 millimeters in depth and then later 2 centimeters off medial/lateral. The site respun the patient with no resolve. The site had tried reverifying instruments. The manufacture representative reported no bump to reference frame mounted on perc pin. The frame was draped at the base during imaging system spins. The site tried working towards and away from the frame with no change. The site swapped to fluoro workflow to continue with the procedure. This issue occurred intra-operatively. Patient impact and surgical delay information was not provided.

Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. H6: codes b17, c20, and d15 are applicable to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information was added to a and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
There was a minor delay to the case.